Event description:
The patient received the scs system on (B)(6) 2007. It was reported that the patient is not receiving stimulation and the patient's charging system will not locate the ipg. A replacement charging system was issued to the patient. The manufacturer has attempted to obtain confirmation that the replacement charging system resolved this issue; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.